Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported damage to infusion set tubing as there was hole in the tubing. The infusion set was in use for 1 hour. Patient replaced infusion set and resumed insulin successfully no further information available.